Manufacturer narrative:
Sample collection and centrifugation information has not been supplied. Qc has been performing within the established ranges. Specific qc data has not been supplied. System check and maintenance information has not been supplied. The customer sent the sample to bec customer product line support (cpls) for additional testing: bec was able to confirm the customer's frt4 neat result. Pre-treatment of the sample with streptavidin particles failed to lower frt4 results showing that the sample was devoid of anti-streptavidin antibodies or biotin (vitamin h) that can artificially increase ft4 doses. Heterophile testing did not detect interference since none of the blockers used were able to modify the signal. The sample was then sent for alternative testing (roche modular) which produced discordant results within the normal reference range for frt4. The investigation did not demonstrate any sort of patient sample sourced interference. Bec cpls concluded that it is an isolated incident and will track and trend if a similar issue happen again. The root cause of the issue could not be determined. Note: a related event on (B)(6) 2011 is reported in a separated report #2122870-2011-04488.

Manufacturer narrative:
The result by an alternate methodology from reference lab was 19.0 pmol/l and was obtained on (B)(6) 2011.

Event description:
A customer reported to beckman coulter, inc (bec) of obtaining a higher than expected free thyroxine (free t4) result, above the normal reference range, from access 2 immunoassay system for one patient. The result was reported out of the laboratory, but did not fit into the medical history of the patient. Tests by an alternate methodology produced lower results. The effect to the patient, if any, is unknown at this time.